Event description:
Home patient (hp) reports noticing moisture around supply bag port connection in setup of treatment. Hp unspiked and discarded bag with moisture noted on bag port then spiked new bag on same set spike, instead of restarting therapy with new supplies. Hp continued in setup and started treatment as usual. No pt injury or medical intervention reported.